Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose of 527 mg/dl. The customer did not experience any symptoms and had not treated yet. During troubleshooting, the customer reported having air bubbles in the tubing and stated that the infusion set had white parts and discoloration like kinks. The insulin pump passed the high pressure test. It was advised to change the entire infusion set, reservoir and insulin and treat per doctor's instructions. The customer mentioned she might have forgotten to give herself a bolus earlier. Blood glucose level at the end of the call was 112 mg/dl. The device will not be returned for analysis.